Event description:
A cartridge alarm 29 was reported during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the cartridge area and attempt reloading a second cartridge, which was successful, allowing the customer to resume insulin therapy. Additionally, technical support reviewed the cartridge instructions with the customer, who agreed and acknowledged them.